Event description:
A facility reported that the surgical pattie radiopaque tails detach quite easily. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The surgical pattie was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected using the test method used at the time of manufacturing. No anomalies were observed. All returned units were pull tested and were within the specifications for the product. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.